Event description:
Healthcare professional left a voice message for corporate product surveillance (B)(6) 2010 to inquire about an unspecified lot number for one (1) unspecified cryocyte bag that was noted to be cracked after storage and shipping on an unspecified date in 2002. No injury is reported. No further information is available at this time. Additional information received from customer on (B)(6) 2010: they do not know the lot number. The product was processed march 24th 2002. Cord blood was being stored. It was being transported to another facility in a dry shipper and when the cassette was opened the bag cracked during inspection at the new facility. It was being sent for a mud (matched unrelated donor) patient. There were two bags in one cassette, one did not break. They were inspected at (B)(6) prior to shipment. They have no information regarding patient outcome or impact at this time. It was a 50ml cryocyte bag and it broke (B)(6) 2010.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4). Additional information: the complainant reported a cryocyte bag rupture that is consistent with breakage investigated in a corrective and preventive action record (CAPA# (B)(4)). The lot reported was manufactured before corrective actions were implemented; therefore evaluation of the complaint sample is not necessary. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4) was closed on january 28, 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.